Event description:
It was reported that a spectrum pump displayed a door latch alarm during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A door not fully latched alarm was reproduced during testing when closing the door after loading an IV set. The alarm was also confirmed through review of the event history log. It was observed that the lower link switch was physically actuating but was not changing state electronically. The cause of the signal absence is due to an open trace in the lower auxiliary flex circuit, caused by a fold in the flex which fractured the conductor. As a result the lower auxiliary flex circuit has been replaced.